Manufacturer narrative:
Reported event of fiber tip detached. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a dornier with laser settings of 12 hertz and 800 mj. According to the complainant, upon introduction to the cystoscope they noticed that the tip of the laser fiber was broken. No fragments fell into the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient was doing well at the conclusion of the procedure.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was returned for evaluation. Visual examination of the revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification revealed that the tip was unused. The fiber was returned kinked approximately 20.5 cm from the distal tip. The condition of the returned incident device showed no evidence of the alleged issue which could have contributed to the event. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a dornier with laser settings of 12 hertz and 800 mj. According to the complainant, upon introduction to the cystoscope they noticed that the tip of the laser fiber was broken. No fragments fell into the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient was doing well at the conclusion of the procedure.